Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/32 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: safety and efficacy of leadless pacemaker for cardioinhibitory vasovagal syncope. Heart rhythm. 2020. 17:15751581. Doi.doi.org/10.1016/j.hrthm.2020.05.006. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the safety and efficacy of leadless implantable pulse generator (ipg) for cardioinhibitory vasovagal syncope. The article reports patients implanted with transvenous ipgs that experienced adverse events such as pneumothorax requiring chest tube placement two days post implant, pocket hematoma which required a pocket revision, subclavian vein thromboses with partial obstruction with collaterals on imaging and were treated with rivaroxaban. An acute lead dislodgement occurred within a day post implant which was revised. Several patients had new onset moderate to severe tricuspid regurgitation. There were other implants of leadless ipgs in which one had loss of pacing and sensing with increasing and high capture thresholds. The device was retrieved and replaced. One patient with a leadless ipg had a vascular accessrelated, medium-size right femoral hematoma but resolved without intervention. The status/ disposition of the devices is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.